Manufacturer narrative:
Product analysis: analysis found that the lower display on the external pulse generator (epg) was defective due to having two missing lines. Analysis also noted that the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.